Manufacturer narrative:
The insulin pump powered up properly after battery installation. The device was received with operating currents within specifications. No unexpected low battery alarms,battery out limit alarms or failed battery test alarms noted. The device alarmed button error followed by unresponsive up arrow button due to corroded keypad traces. Unable to perform prime test due to keypad anomaly. Device received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had button error alarm and failed battery test alarm. The blood glucose at the time of the incident was 180 mg/dl. Troubleshooting was performed. The device was returned for analysis.